Event description:
It was reported that patient had experienced post-implant pump-pocket infection and was hospitalised. The device was explanted; patient recovered without sequelae. Drug delivered via the device was noted as others.

Manufacturer narrative:
Catheter model: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4).